Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported he changed his infusion set and his insulin pump alarmed no delivery several times at night. Customer's blood glucose is 96 mg/dl. Customer has to change his infusion set and reservoir to clear them alarm, sometimes multiple times. Troubleshooting was not done because the alarms were a past event. Customer was advised to call when the issue occurs for troubleshooting. Nothing further reported.